Event description:
It was reported that the drain line cap of a homechoice automated pd cycler set with cassette fell off from the packaging (overpouch). This was observed prior to starting peritoneal dialysis therapy; however, the patient continued to use the cassette for therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of july 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.